Event description:
It was reported, the patient was experiencing discomfort at the lead site. The patient's physician indicated there was a bulge at the site which he believed to be scar tissue formed around the strain relief loop which had also become more superficial due to the patient losing weight. As a result, the patient underwent surgical intervention on (B)(6) 2013. During the procedure, the patient's lead was re-tunneled deeper without complication.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.